Event description:
Patient 1 of 11: it was reported while using bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited higher erroneous testosterone results when compared to non-gel red tube. Results using sst tubes were considered erroneous if they were 10% or higher than compared to the non-gel tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional or corrected information: b5. Describe event or problem: "patient 1 of 11: it was reported while using bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited higher erroneous testosterone results when compared to non-gel red tube. Results using sst tubes were considered erroneous if they were 10% or higher than compared to the non-gel tubes. There was no health impact or consequences reported. " d4. Medical device lot #: 5098276. D4. Medical device expiration date: 31-mar-2026. D3. Medical device manufacturer: becton dickinson & co (franklin lakes). H4. Device manufacture date: 31-mar-2025.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of samples exhibited changes to the testosterone results after a statistical analysis was performed. No further information was provided. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.